Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of approximately 400 (mg/dl). Correction boluses and site changes were used to address elevated bg levels. Contact stated the cause for the elevated bg levels were unknown. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.